Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000mcg/ml at 499.4mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis (ms). It was reported that the patient had a motor stall. The patient had a recent MRI and the pump was not interrogated post MRI. The hcp reported during routine refill today ((B)(6) 2015) with log check that there was a motor stall that occurred on (B)(6) 2015 at 07:16 with tube set message on (B)(6) 2015 at 07:16 and a recovery on (B)(6) 2015 at 07:03. No symptoms were reported. No audible pump alarms occurred. Refill volumes were accurate. The patient had an MRI on (B)(6) 2015 of the shoulder and an MRI on (B)(6) 2015 for cranio/thoracic for routine ms follow up. Mris were not related to the pump. The motor stall occurred on (B)(6) 2015 during the first MRI and recovery occurred on (B)(6) 2015 while doing the 2nd MRI. There were no withdrawal symptoms.